Event description:
Additional information was received that this device was explanted due to normal battery depletion. No adverse patient effects were reported during the procedure. The device was returned to allow for reliability analysis.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific crm received information that one low shock impedance measurement was observed on this system. The patient was brought into the clinic for a lead evaluation. Upon check, the lead was found to be fine, with shock impedances stable. The patient reported no symptoms. The boston scientific crm sales representative ran multiple shock lead integrity tests, which all were found to be within acceptable limits. To date, no adverse patient effects were reported with this clinical observation.